Manufacturer narrative:
The reported event for over-sensing/noise was confirmed. As received, a partial lead (only the distal portion) was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the right ventricular cable lumen at the proximal region, consistent with friction to the device can. The cause of the reported event was due to exposure of the right ventricular cable at the abrasion zone.

Event description:
New information received notes that there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's right ventricular lead was explanted. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited over-sensed noise. Programming changes were performed. The patient condition was stable.